Event description:
It was reported that the user experienced hyperglycemia with blood glucose over 400 mg/dl for approximately four hours, with alerts for prolonged hyperglycemia, and identified a suspected infusion site issue that resolved after changing the site; the user also reported a leaking cartridge after filling it with 180 units and an infusion set connector that would not engage but a replacement connected successfully. Symptoms included hyperglycemia without reported ketone testing or acute complications. Outcomes included no medical intervention, no hospitalization, and self-management through device-directed insulin dosing. Investigation included user interview, device use history review, and troubleshooting and education on correct cartridge fill volume and site management. Investigation of this case revealed user overfill of the cartridge leading to leakage and a single defective connector that was replaced from available supplies; the infusion site issue was consistent with a site failure that corrected after relocation. It was concluded that hyperglycemia was associated with an infusion site issue, cartridge leakage was due to user overfill, and the connector issue was resolved with a new component, with no device malfunction confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.